Event description:
New information received noted that the lead exhibited oversensing.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead had noise inhibiting pacing. The lead was programmed off. During the normal device change out, the lead was capped and replaced on (B)(6) 2019. The patient was stable after the procedure.